Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg); cause was unknown. Customer's specific bg level was not provided. Bg was addressed via a correctional bolus.